Event description:
A physician reported a pt who was treated on 24 july 1998 in the upper and lower vermilion borders. The physician used a 1.5 inch, 27 gauge needle instead of the MFR supplied needle; a technique that is the physician's usual procedure. During the procedure the collagen material seemed hardened and difficult to inject, and the material had to be "forced out" of the syringe. While injecting the lateral aspect of the lower right vermilion border, the needle forcefully separated from the syringe and penetrated the midsection of the bottom lip; splattering a small amount of the collagen on the pt's face and in the injector's hair. There was no injury to the pt; no bleeding or bruising. The needle was removed and discarded and the splattered collagen material was wiped off. No other medical or surgical intervention was planned or prescribed. The syringe was discarded. The procedure was completed using another syringe. The follwing week, the pt was examined and looked fine. No further medical or surgical was planned or prescribed.